Event description:
It was reported that during the procedure the laser system displayed an error indicative of a system malfunction. The laser system was no longer able to be utilized; therefore, the case was completed by using an alternative surgical procedure. There was no report of a patient injury.